Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: corrosion of the connector caused by the amount of use and age of the device (over 6 years) or residual foreign material. The front panel was also damaged likely from a hard object collision, confirming the findings from the service center.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not confirmed. The unit was tested, image was observed to be stabilized and normal and no issues were observed. Further evaluation found that the front panel was found cracked, lamp life meter was observed to be below 50 hours and a worn out slider switch causing high light intensity were observed. Corrosion on contact pins inside the scope socket was found. The upper turret lens motor gear was found to be noisy. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was not confirmed however, physical damages and cosmetics issues were observed on the device. The issues found likely attributed to users maintenance and or handling issue.

Event description:
It was reported that the device is flickering when the scope is plugged in. There was no patient involvement on this event. No user injury reported.